Manufacturer narrative:
Exemption number e2015055. One device was received for evaluation; the event was not confirmed during testing. The device was found to be within specifications for the reported event. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device was sticking, a condition in which the device has the potential to run without user activation. There was patient involvement; no patient impact.